Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood and contrast present in the hub and lumen. There was a balloon pinhole 3.5mm from distal edge of proximal marker band. A scratch was also noted on the balloon next to the pinhole. Inspection of the balloon material presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the pinhole. The remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was considered operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The vascular access was obtained via the femoral artery. The 90% stenosed lesion was located in the non-calcified and severely tortuous left anterior descending artery. This nc quantum apex mr 12mm x 3.00mm balloon catheter was used for predilation and advanced to the lesion without resistance. On the first inflation, the balloon ruptured at approximately 5 atms after being inflated for 5 seconds. The device was removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The vascular access was obtained via the femoral artery. The 90% stenosed lesion was located in the non-calcified and severely tortuous left anterior descending artery. This nc quantum apex mr 12mm x 3.00mm balloon catheter was used for predilation and advanced to the lesion without resistance. On the first inflation, the balloon ruptured at approximately 5 atms after being inflated for 5 seconds. The device was removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.